Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a tethered posterior leaflet. An ntw clip was inserted and advanced into the left ventricle (lv). However, while in the lv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. However, it was observed that both leaflets were damaged. The physician decided to remove the clip delivery system. To treat the torn leaflets, an additional clip was successfully implanted, reducing mr to a grade of 3-4. There was no clinically significant delay in the procedure. The following day, the patient passed away.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult to remove from anatomy and death were unable to be determined. The reported tissue injury was a cascading event of the reported difficult to remove from anatomy. The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.